Event description:
Boston scientific crm received info that two months post implant, the system became infected at the incision site and was removed. A new system was implanted five days later, following a course of antibiotics. New products were successfully implanted. Implant, explant and event dates were not made available.